Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator produced self-test failure messages. Analysis did find that the upper and lower cases, two side bail covers and the battery drawer were broken, that the battery release, ring cover and lead flex cover were contaminated, that seven of the case screws were the wrong hardware and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code twice. The caller could not duplicate the error. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) displayed an error code twice. The caller could not duplicate the error. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.